Event description:
It was reported that a user with a dexcom g7 continuous glucose monitor (cgm) experienced intermittent sensor connectivity in which the sensor began displaying a blood glucose op the ilet bionic pancreas without need for intervention, consistent with signal loss where the responsible device was not identified; troubleshooting and education were provided, and there were no alerts or alarms. No clinical signs, symptoms, or conditions were reported. Outcomes included no impact to daily activities and no medical intervention or hospitalization. User support included remote review of the use history and troubleshooting guidance for signal loss. Investigation of this case revealed a communication interruption between the cgm sensor and the ilet app without evidence of device damage or malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely external to the device system, such as temporary wireless interference or transient connectivity conditions.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.